Event description:
The customer reported that the service wrench icon on their device was illuminated. After an initial evaluation of the device by a third party service agent, it was observed that the internal hlc batteries previously became depleted. This could prohibit the internal hlc batteries from holding a charge, going forward. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer has decided to not return this device to physio-control for evaluation. The cause of the reported failure could not be determined.